Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal end/electrodes of the lead were bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was placement difficulty. There was unstable thresholds and intermittent capture on the right ventricular (rv) lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.